Event description:
New information received stated that the patient presented to the hospital for a scheduled pulse generator upgrade procedure. The physician noted that the atrial lead had dislodged and would also be replaced. The atrial lead position was completed pulled back and located in the device pocket. This suggested that the lead dislodgement was the result of patient manipulation or twiddler's syndrome. On (B)(6) 2020, the atrial lead was explanted and replaced successfully. The patient reported to be in stable condition during and after the procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic with an alert from (B)(6) 2020 of the atrial lead impedance greater than 3000 ohms. The patient was brought to the clinic for further testing. Upon interrogation, the atrial lead exhibited impedance greater 3000 ohms and loss of sensing. The pacemaker was then programmed to vvi to turn off the atrial lead. The patient was reported to be in stable condition.